Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The procedure went as expected until cannulation of the contra gate. Upon cannulation, the patient's pressure dropped and physician noted that the polymer syringe completely bottomed out. The patient was treated for hypersensitive reaction and the procedure continued. It was noted that the rings did not appear full but there was still polymer present. A type ia endoleak was noted at the end of the procedure so the physician attempted balloon approximately 25 minutes post polymer fill to resolve the endoleak. The ballooning was unsuccessful so palmaz stent was used instead. During advancement of the palmaz stent, the aortic body was displaced approximately 2cm proximally and blocked the right renal artery. The physician could not get a stent or balloon into the renal but noted that there was still flow and the type ia endoleak resolved. The procedure was concluded and the patient will be monitored. As of the date of this report, there have been no additional patient sequelae reported.